Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: (B)(6). Unk-sigadapt, unknown signia egia adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, with the use of the reduced firing speed mode, the firing on the pancreas was interrupted half-way through the reload and the device suddenly froze. The handle or the display was not responding. The device locked on the tissue. The system had to be rebooted to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a pancreas procedure, the surgeon used the reduced firing speed mode. Without touching the button, the device finished half of the staple line. The firing was interrupted half-way through the reload then the device froze. The device could only be opened by restarting by pressing the two green buttons at the same time.